Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an visi pro balloon expandable stent system with a non-medtronic 6fr sheath and 0.035 non-medtronic guidewire during treatment of a calcified lesion in the patient¿s proximal celiac vessel. Slight vessel tortuosity and moderate calcification are reported. Lesion exhibited 90% stenosis. Vessel diameter and lesion length reported as 6mm and 10mm respectively. No damage was noted to the product packaging prior to use. No issues noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. Pre-dilation was performed using a 5mm non-medtronic (mustang bsc) pta balloon. The device was not passed through a previously deployed stent. It is reported that stent deformation occurred in vivo during positioning deployment. It is reported 12mm of the stent had not deployed. Dislodgement of the stent is reported but it remained on the balloon and was pulled out by the physician with resistance. It is believed a stent strut may have become caught on calcium in the vessel. The physician then used a second visi pro of the same size to complete the procedure without further issue. No vessel damage was noted. No patient injury reported.

Manufacturer narrative:
Image review: a single photograph of the visi-pro balloon expandable stent delivery system was received for analysis. In the image it appears that the at least one strut of the stent with radiopaque marker hoop has been bent distally. Due to the directionality of the stent strut bent, it appears that the stent either interacted with a lesion or ancillary device as it was being removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.